Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, the stapler was able to fire and there was poor staple formation. First, a brown staple was used to remove the pancreas, and it burst out. A purple staple was used to fire the same part and it was still burst. Finally, another purple staple was used to complete the surgery. There was no patient injury.